Manufacturer narrative:
The reported condition has been confirmed and attributed to component error. Component modifications have been implemented.

Event description:
The device was used during a laparoscopic procedure. Reportedly, the safety shield did not retract. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.